Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent a procedure at l3/l4 with lateral cage and posterior screws. Intra-op, tip of screwdriver broke and would not hold set screw after first set screw was broken off. The device came in contact with the patient. No fragment of the device remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified both of the tabs at the tip of the driver has broken off, rendering the compressor unable to retain a set screw. The location of the failure and the age of the product are consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.